Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported tamponade and heart block remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation and cti ablation procedure, a tamponade occurred with no intervention needed. The first attempt to perform transeptal puncture was unsuccessful. A second attempt was completed with transesophageal echocardiogram (tee) support. During ablation, high pressure of the electrode to the tissue occurred. A transesophageal echocardiogram was performed twice with no blood noted in the pericardium. At the end of the procedure, the patient became hypotensive and a third tte revealed blood in the pericardium and a third degree av block occurred. A pericardiocentesis was performed and protamine sulfate was administered to stabilize the patient. The patient was transferred to the ICU for observation. There were no performance issues with any abbott devices.